Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the tip of a dorsal height adjuster tool fractured when the surgeon attempted to use it to drive a pedicle screw further into the vertebral body. The tip was unable to be removed from the screw shank and remained implanted. The surgeon stated the fractured tip did not interfere with the locking of the system. There was no reported patient impact regarding the tip being retained.

Manufacturer narrative:
UDI number: na. Additional information: method, results, and conclusions - the returned height adjuster was evaluated. The tip was confirmed to have fractured off. The cause is likely attributed to a failure to follow instructions: the labeling states the device is to be used for minor manipulations but it was used to further drive the screw into the patient's hard bone. This likely resulted in the application of forces onto the device that were greater than expected and resulted in the tip fracture. A review of the DHR did not find any manufacturing issues which would have contributed to this event.

Event description:
It was reported the tip of a dorsal height adjuster tool fractured when the surgeon attempted to use it to drive a pedicle screw further into the vertebral body. The tip was unable to be removed from the screw shank and remained implanted. The surgeon stated the fractured tip did not interfere with the locking of the system. There was no reported patient impact regarding the tip being retained.